Event description:
The hospital reported that during the process of loading a heartstring via IFU while performing an opcab, the seal was folded by pressing the wings during step 3; however, the inner tube slipped down, preventing the seal from folding properly and causing it to come undone. It was confirmed that the seal could not enter the delivery device through the window; a new product was then applied to the patient, and the surgery was completed without any adverse effects on the patient's condition. Per received photo no malfunction is observed. There was a delay approximately 10 to 15min.

Manufacturer narrative:
Tw (B)(4).event site name exceeds character limitations: (B)(6) hospital.the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.